Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes and admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Patient identifier, age at time of event, gender, weight and ethnicity were not provided for reporting. This report is for one (1) bab tough strips waterproof assorted 26s USA 38137005714 8137005714usa 8137005714usa, lot number n/a. UDI: (B)(4). Upc-38137005714. Lot number - ni. Exp- na. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Three medwatches (8041154-2021-00023 ; (B)(4); 8041154-2021-00032) are being submitted as three devices were involved with the same event description. It should be noted, that this submission is potentially the same event/consumer that was submitted under 8041154-2021-00023; (B)(4); 8041154-2021-00032. The same consumer is potentially represented in each one of those medwatches. Although the events are very similar in nature and they are social media reviews, it cannot be determined conclusively that these are the same consumer. Therefore, these medwatches will be submitted out of an abundance of caution and will be treated as independent submissions and complaints if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Consumer reported an event with band aid bandage tough strips waterproof. After accidentally cutting his/her arm on the job, the consumer went home, cleaned out the wound and applied a bandage. After a couple of days, he/she noticed the skin surrounding the bandage was become raised and itchy. The wound soon began weeping and shortly thereafter, his/her entire arm broke out in a severe rash that sent him/her to urgent care. Almost 2 months later, his/her arm, albeit far less itchy, is still very sensitive and the skin still pink. He/she is now dealing with a severe bandage rash that came close to hospitalizing him/her. Three medwatches (8041154-2021-00023; (B)(4); 8041154-2021-00032) are being submitted as three devices were involved with the same event description. It should be noted, that this submission is potentially the same event/consumer that was submitted under 8041154-2021-00023; (B)(4); 8041154-2021-00032. The same consumer is potentially represented in each one of those medwatches. Although the events are very similar in nature and they are social media reviews, it cannot be determined conclusively that these are the same consumer. Therefore, these medwatches will be submitted out of an abundance of caution and will be treated as independent submissions and complaints